Event description:
A hospital in (B)(6) reported via their distributor that the water feedset tubing of an mr290 humidification chamber was torn. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290 chamber was not returned to fisher & paykel healthcare (B)(4) for evaluation. We were unable to determine the cause of the reported fault, although past investigations have shown that feedset damage can be caused by the user removing the spike by grasping the tubing instead of the spike. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. (B)(4). Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. This suggests that the problem occurred after the product was released for distribution. The user instructions which accompany the mr290 chamber state the following: set appropriate ventilator alarms. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. (B)(4).